Event description:
It was reported that the patient presented remotely via merlin.net. Interrogation of the patient's implantable cardioverter defibrillator (ICD) showed episodes of post paced t wave oversensing. The patient was asymptomatic. Programming changes were made. The patient is stable.

Event description:
New information received notes additional programming changes were made for persistent post-paced t wave over-sensing.